Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient product ID 3 778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported the patient was not able to adjust stimulation. It was noted that the patient saw a picture of doctor and elective replacement indicator (eri) message. It was noted that the patient stated it just started the day of report. No patient symptoms were reported. It was reported the patient was scheduled for a replacement. Additional information received reported that the patient¿s device was replaced with a rechargeable device. The reporter stated that the patient was told that the device would last five to seven years and it didn¿t even last 1.5 years.